Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut itself down. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the core module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 23, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut itself down before surgery. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the core module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 23, 2010. Based on qa assessment, the product met specifications at the time of release. The host central processing unit (cpu) was received and a visual assessment of the returned sample found no visual nonconformity. The returned host cpu was installed into a calibrated system. The system was powered on; however, the system could not hold power. The power issue was resolved after reseating a cable connecting to the printed circuit board (pcb) cpu; however, the screen remained black. The pcb, cpu was replaced with a hot bed pcb. There were no nonconformities when the system powered on. The customer reported event was confirmed. The root cause of the reported event can be attributed to a nonconforming pcb, cpu. The manufacturer internal reference number is: (B)(4).